Event description:
The diamondback coronary orbital atherectomy device (oad) was operated in the right coronary artery for three treatment passes on low and high speed each. Following the last treatment pass a vessel perforation was identified. Two stents were placed and the perforation was still visible on imaging. A third stent placement was performed to seal the perforation. Following the procedure the patient was pain free and in recovery.

Manufacturer narrative:
The reported oad was received at csi for analysis. A visual examination did not reveal any damage or abnormalities with the driveshaft or handle assembly. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that a perforation event occurred was not confirmed. In the opinion of the physician, operating the oad in the heavily calcified lesion contributed to perforation event. The diamondback coronary orbital atherectomy device instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).